Manufacturer narrative:
Other, other text: additional information was received indicating patient involvement (updated b5, h6).

Event description:
Additional information received and attached by ICU medical on 15-feb-2022: no ? This did not involve a patient.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken battery door. Event log history was performed and indicated that backup audible alarm error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced main board.

Event description:
It was reported that a system failure backup audible alarm port was experienced.